Manufacturer narrative:
Occupation ni equals lay user/patient. Device requested for return but was not available.

Event description:
The customer complained of questionable inr results when comparing their coaguchek xs meter serial number (B)(4) results compared to a home health nurse's coaguchek xs meter, serial number not provided. The result from the customer's meter was 4.1 and within 10 minutes the result from the nurse's meter was 3.1 inr. Within a few minutes of the first comparison, the result from the customer's meter was 4.4 inr and within 10 minutes the result from the nurse's meter was 3.1 inr. The customer stated that different fingers were used. The customer's therapeutic range is 2.5 - 3.5 inr. The results from the nurse's meter were deemed to be correct. There was no information provided to reasonably suggest that the device caused or contributed to an adverse event. The customer is not on heparin, does not have antiphospholipid antibodies, is not on direct thrombin inhibitors, no changes in diet, no new medications, and no current bruising or bleeding. The customer does have a history of anemia and takes iron. The customer did not know their current hematocrit. The customer's meter and test strips have been requested for return. The customer stated that all the test strips have been used and are not available for return. Relevant retention test strips (lot 353503) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
Medwatch field has been updated with the correct expiration date of the strip lot.